Manufacturer narrative:
Pr 4186176 follow-up emdr for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, it was observed that the surface of the access tip has a crack therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for reported lots 0001414638 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. While we did not identify a direct issue, a corrective action project was opened to further investigate these defects. Through our investigation, we identified the defect can be produced due to pins in the access dilator mold becoming bent during production. Improvements are in the process of being implemented to ensure that repairs and maintenance orders are in alignment with established documentation processes, allowing for robust verification of the condition of the mold. Actions have been taken to assess and replace bent pins within the mold for the access dilator. Improved inspections and additional personnel training have been implemented. In addition, enhanced preventative maintenance procedures are currently being added to the process. H3 other text : see manufacturer here.

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: tip broken. The tip the every end of the collection bottle was damaged. We heard the click during the connection. However, we notice the bottle was not working properly it seemed to be sucking air instead of the liquid. After inspection we found a crack on the tip of the connector. Area being treated: the abdomen. - was it the access tip that was cracked? Yes before but we did not notice it until we started using it.. - was the issue identified before use and the product discarded or did they identify the crack during use? No - is there a photo or sample available showing the reported issue? Yes ( she told me she sent it via email today) the new email is not in my folder yet - was there leakage noticed to the access tip and the patient valve ? No, just no vacuum.

Event description:
It was reported: customer received kit with defective issue; no pt harm. Event description states: tip broken. The tip th every end of the collection bottle was damaged. We heard the click during the connection. However, we notice the bottle was not working properly it seemed to be sucking air instead of the liquid. After inspection we found a crack on the tip of the connector. Area being treated: the abdomen. Was it the access tip that was cracked? Yes before but we did not notice it until we started using it. Was the issue identified before use and the product discarded or did they identify the crack during use? No. Is there a photo or sample available showing the reported issue? Yes ( she told me she sent it via email today) the new email is not in my folder yet. Was there leakage noticed to the access tip and the patient valve ? No, just no vacuum.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a040101. Patient problem code: f26.